Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that ¿from day one¿ the patient could never turn it off. The patient stated he would call an individual to turn it off and ¿he never could turn it off.¿ the patient stated he tried four or five times. The patient stated he always had the stimulation feeling and it never went away. The patient noted he went two years and it kept doing the same thing so the patient had it taken out and a new one put in and ¿that one did the same thing.¿ the patient stated he had the implantable neurostimulator (ins) put in for back pain. Additional information was requested but was not available at the date of this report. See manufacturer report # 3004209178-2014-15612.